Event description:
Customer called to report damage to the insulin pump. Customer stated that the insulin pump has a blank display during battery change. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No unexpected blank display noted during testing. However corroded battery cap contact noted during visual inspection.